Manufacturer narrative:
H6-code 4111: several attempts were made to obtain additional information about details of this event. The requests remained unanswered. H6-code 4112: present event description provided by the physician. H6-code 213: the engineering evaluation states the following: the device was not returned to gore for physical evaluation; therefore, no physical device evaluation could be performed. No images were provided. No root cause was found following an engineering evaluation. The process fmea indicates multiple components (including the constraint sleeve, coupler bond, inner shaft, and deployment line) may have a potential impact on the alleged partial deployment. However, there was no evidence to support that the constraint sleeve, coupler bond, inner shaft, or deployment line were damaged or otherwise incorrectly assembled. The deployment line (white tear tube) separation from the thumbwheel and the recovery of the other end of the broken deployment line approximately 10 cm - 20 cm from the end of the outer sheath indicate that the deployment line may have broken within the outer sheath in the proximal portion of the catheter, near the handle. The cause of the deployment line breakage could not be determined with the available information. The DHR for the device in this complaint was reviewed and no anomalies were identified that could be attributed to the deployment line breakage reported in this event. Based on the evaluation performed, no manufacturing deficiencies were identified.

Manufacturer narrative:
(B)(4). The delivery system was discarded at the facility. The endoprosthesis remains implanted in the patient. A review of the manufacturing records indicated the lot met pre-release specifications.

Event description:
It was reported, that during the deployment of a gore® tigris® vascular stent, which was going to be implanted in an external iliac artery, the white sheath covering the constrained stent and rolling over the deployment wheel broke and disconnected from the deployment wheel. It was stated, that the stent was deployed only halfway and the deployment wheel spun freely. Reportedly, the vascular surgeon decided to break the handle and to remove the blue external sheath like peel-away, in order to bare the white medial sheath. Then he deployed the last portion of the stent by a pull-back maneuver. It was stated, that the procedure was completed successfully.

Event description:
It was reported, that a gore® tigris® vascular stent was implanted an external iliac artery. A 0.035¿¿ guide wire was used to advance the gore® tigris® vascular stent. Reportedly, during deployment of a gore® tigris® vascular stent the white deployment tube broke and rolled over the deployment wheel. After this the deployment wheel spun freely. It was stated, that the physician was able to fully deploy the stent via a pullback maneuver. The physician cut the blue catheter sheath inside the handle and then peeled it away 10 cm - 20 cm, until he found the broken deployment line. Reportedly, then the physician pulled the broken deployment line in order to fully deploy the gore® tigris® vascular stent. It was reported, that the procedure was completed successfully within a longer procedural time. It was stated, that there were no issues to the patient due to this.

Manufacturer narrative:
Updated event description. Code 4111: additional information about the procedure was requested from the physician. The answer is pending.